Event description:
This was a bilateral system. Reference MFR 3004209178-2013-03297.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3389s-40 lot# v067514,# implanted: 2007 (B)(6), product type lead product ID, 3389s-40 lot# v067514, implanted: 2007 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had "flipped." The patient reported that this device was replaced in (B)(6) 2012. No additional information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available. Reference MFR. Report # 3004209178-2013-03297 for information about the patient's other device.